Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6). No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records for other devices, neither were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Approximately one month ago, a journal article was retrieved from hss journal (2019) that reported a retrospective review study from USA that compared outcomes of anatomic total shoulder arthroplasty (atsa) versus humeral hemiarthroplasty (hha). The purpose of the study was to compare return-to-work rates after hha and atsa and compare functional and pain scores after hha and atsa for glenohumeral osteoarthritis without rotator cuff dysfunction. The study reported a patient within the hha group underwent revision surgery at 4.8 years and was converted to rtsa for recurrent dislocation.